Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported noise and externalized conductors were observed on a ventricular lead during a follow up. The lead was replaced.